Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2011 and mesh was implanted into the patient. It is unclear on which date mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also reported that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2011 and mpathy y mesh was implanted into the patient. It is unclear on which date mpathy y mesh was implanted.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure on (B)(6) 2006 in order to treat pelvic organ prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a secca performed during mesh implantation. It was reported that following insertion the patient experienced erosion, bleeding, and dyspareunia. It was reported that the patient underwent partial mesh removal on (B)(6) 2013 and more on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent laparoscopic sacral colpopexy & laparoscopic bso on (B)(6) 2011.